Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Upon receipt of the microtip, it was found that the sheath was loose from the case nose assembly. The hypodermic needle was still attached; no damage noted to the needle. The sheath (shaft) was observed under 10x magnification and it was found that the features on the sheath (shaft) which engage the polycarbonate during over-molding were not centered per the drawing call out. Measuring of the sheath (shaft) found the .076" dimension was not centered and the features, 180 degrees opposed, were not uniform. One side had been favored during forming. The failure is attributed to a nonconformity of the metal sheath (shaft) prior to over-molding which allowed for the sheath (shaft) to come loose with minimal force.

Event description:
Per the information reported, upon insertion of the microtip into the patient's foot the metal tip (shaft) pulled off of the handpiece. The doctor noticed the device was making a funny noise and that it did not work properly. She was able to remove the microtip with the shaft still in the nose cone. Another microtip was used to perform and complete the procedure. There was no harm or injury to the patient.